Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included seizures, post laminectomy syndrome, peripheral neuropathy, chronic pain, depression, spasticity/muscle spasticity. Postoperative wound infection, accidental overdose, type 2 diabetes mellitus, opioid maintenance treatment (drug withdrawal maintenance therapy), foot pain, esophageal varices, hypertension, obstructive sleep apnea syndrome, hepatic cirrhosis, denture wearer ¿ upper teeth removal, cervical spine degeneration/spinal osteoarthritis, chronic, continuous use of opioids, and opioid maintenance treatment (drug withdrawal maintenance therapy). The patient¿s surgical history included fusion lumbar spine and tooth extraction. The patient¿s allergies included adhesive tape allergy and swelling from trazadone. The patient¿s concomitant medications included aspirin, lioresal (oral), buspar, mycelex, cymbalta, spectazole, diflucan, carac, neurontin, hydrodiuril, norco, hydromorphone, cozaar, ditropan, protonix, actos, phenergan, senokot-s, aldactone, and carafate. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that on (B)(6) 2015 the patient was hospitalized after he inadvertently received high doses of his pain medications subcutaneously while having his pump refilled. He was somnolent minutes after the injections. On (B)(6) 2015 he was discharged from the hospital. No further patient complications have been reported as a result of this event.